Event description:
It was reported that the pump consistently encountered a high pressure alarm. As a result, the pump was exchanged for another. The 2nd pump worked properly. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Additional information received on 21 november 2023 states, "the pump was switched out quickly with no reported patient issues or complications". No iabp part was returned to teleflex chelmsford for investigation. A review of the iabp log files for this pump was performed. Several "high pressure" alarms had occurred. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "high pressure alarm" is confirmed based on the alarm logs. No iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the high pressure alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pump consistently encountered a high pressure alarm. As a result, the pump was exchanged for another. The 2nd pump worked properly. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pump consistently encountered a high pressure alarm. As a result, the pump was exchanged for another. The 2nd pump worked properly. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.